Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. There are warnings in the package insert that these types of events may occur. Under possible adverse effects, number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of metal transfer and fretting on the inner bore. A conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. Inadequate preclosure cleaning (removal of surgical debris) can lead to excessive wear. Improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear." Under possible adverse effects, number 9 states, "fretting and crevice corrosion can occur at interfaces between components."

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.